Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. As of 07-jul-2023, a system log review cannot be performed because the system logs are not available. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax requiring a chest tube and hospitalization. Per the physician, the biopsied lesion was 1cm near the right fissure. Instruments utilized included a 21g flexision needle with compatible forceps, and bronchoalveolar lavage. Imaging modalities utilized were c-arm fluoroscopy and radial ebus. Per the physician, the ion system did not exhibit any issues or unexpected behaviors that may have contributed to the pneumothorax. The physician reported that the pneumothorax occurred because of the high-risk location of the nodule. The physician was not sure if a pneumothorax would have occurred via another biopsy modality. The pneumothorax was identified immediately post procedure via ultrasound detection. It was a large right pneumothorax requiring a chest tube. The patient was hospitalized for 2 days then discharged home with the pneumothorax resolved. The diagnosis obtained from pathology was inflammation (non-infectious)/granulomatous inflammation (benign).